Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter.the customer reports that the blue luer adapter was obstructed and there wasn&#39;t proper blood circulation. This occurred during the post operative period when begining the patient&#39;s dialysis. The catheter is located in the femoral vein. The catheter was exchanged. There was no patient injury. The catheter was checked before use.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. The most probable root causes could be due to an issue with the product material or the in-process or in-coming inspections may not have been performed. Another probable root cause could be due to over tightening of the catheter adapter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not warranted at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/05/2015.an investigation is currently underway. Upon completion, the results will be forwarded.